Event description:
Additional information was received from patient who reported that the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Healthcare provider (hcp) noted they are trying to get the implantable neurostimulator (ins) to recharge but it "has not been charging well". Hcp states the external equipment is on and working but they cannot connect to the ins. Hcp noted that when trying to charge the ins the progress bar with "get to about 6" and then they will see a message asking them to ensure the communicator is on and the device is fully charged and then it will stop charging. Hcp also noted pt does not have the recharger belt with, pt needs someone to help her with the equipment but has not had someone as she is in the hospital. Event date provided: this week. Agent reviewed recharging should be frequently monitored to ensure it is positioned correctly/charging process is not interrupted. Hcp did not request assistance troubleshooting.